Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure. Far field r-wave (ffrw) was also observed on current electrograms (egm) and stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.